Event description:
As reported, n non-pulsatile mode with this hemosphere alta monitor during this target market release (tmr), cerebral adaptative index (cai) tile was inaccurate since it was not updated with the live map value, even if the live map value was correctly displayed on the monitor. There was no alarm nor error message displayed. There was no allegation of patient injury. There will be no product return as this is a tmr.

Manufacturer narrative:
The product is not expected to be returned for analysis. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Investigation identified that this issue was caused by a software defect in the skynet main gui (v2.0.5) software which is part of alta 2.0 monitor. Product risk assessment was initiated.